Event description:
Customer reported damage to the pump housing and usb port, which affected ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy and tandem technical support arranged for pump replacement. Customer was instructed on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within 10 days.